Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting high pacing impedance. No changes or intervention was reported. There were no patient consequences.